Manufacturer narrative:
The device was not returned to stryker for evaluation and the customer decided to have it decommissioned. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unexpectedly powering off and back on. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.